Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2014 with the following findings: the pump was not able to maintain an electrical connection with the returned battery cap. All testing was performed with a test battery cap. There was evidence of moisture contamination inside the battery compartment. A related call service alarm was observed in the device's black box on (B)(6) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms occuring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.